Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. A clinical investigation was performed. The customer states that she has multiple preexisting conditions, one of which was pneumonia that was not caused by the soclean device- per the customer. She however states that she believes the soclean has contributed to her pneumonia to flare. It is not unreasonable to assume that the customer was experiencing worsening pneumonia symptoms due to not maintaining the device as stated per our IFU. The customer did not change the filters in the soclean for an unknown period of time and did not have the device properly set up. Reporting for due diligence. The original case date of the complaint is from 2020 however the customer was unreachable due to lack of contact information. The customer followed up with soclean to discuss the injury at a later date and the clinical investigation was performed then. Continue to track and trend.

Event description:
Customer reports preexisting pneumonia with worsening pneumonia symptoms potentially caused by the soclean. The customer did not mention the soclean use to the md and did not see the md specifically for worsening symptoms however was treated for pneumonia.